Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that his blood glucose level was in the 500 mg/dl range. Customer's blood glucose level was erratic from 48 mg/dl to 1,000 mg/dl. The customer treated her blood glucose level with a bolus using the insulin pump. If that did not work he would hydrate and used a manual injection. The device was not returned.